Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. In separate events this device delivered anti-tachycardia pacing (atp) as well as 8 shocks, exhausting therapy. A separate event also saw bursts of atp as well as 6 shocks with therapy exhaustion. A review of the events by boston scientific technical services (ts) showed that the therapy was likely a result of supraventricular tachycardia (svt) and rapid ventricular response (rvr). Device re-programming options were discussed and changes were later implemented. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.